Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: review of the black box data revealed one record of unexplained power on reset following a rewind attempt on (B)(6) 2018. Cartridge and battery change had occurred during this power on reset event. On investigation, the pump powered on with the returned battery cap in place. The returned battery cap was found to be within specifications. The pump was exercised for 24 hours without any interruption in power duplicated. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Leak testing showed moisture ingress into the pump at the site of the battery compartment crack; moisture damage was found to the interior pump components including the force sensor housing and printed circuit board components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.